Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed with photographs provided, which show the outer sterile packaging is cracked. Review of the device history records did not identify any related deviations or anomalies during the manufacturing process. The root cause of the reported issue is attributed to transit damage. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Foreign report source: (B)(6). Device is not cleared under a 510k, however, it is similar to devices cleared under k121874.

Event description:
It was reported that when the product was opened the sterile packaging was damaged. Surgery was completed with another device. No patient harm was indicated. Attempts have been made and no additional information is available at this time.